Manufacturer narrative:
(B)(4).

Event description:
It was reported that after high voltage therapies were delivered, therapy was suspended due to hv circuit failure. Further evaluation was recommended. The patient's condition is good.